Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with multiple high ventricular rate (hvr) episodes store on the electrograms (egm). Egm showed large amplitude bursts of noise on both the atrial and ventricular leads. This was easily reproduced in clinic with extremity isometric movements. No changes were made and the patient would continue to be monitored. The patient was stable. Related manufacturer reference number: 2017865-2020-00021.